Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/15/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled drive shaft has a burr on the shaft, causing it to get stuck in the ar-9597-20 sleeve. An ar-9625 hex driver is twisted. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9597-20, angled reamer sleeve, 20°, batch 1037622246, was received for investigation. Visual evaluation noted grind marks on the distal and proximal end. Functional testing was performed with a known good mating part, ar-9676 angled reamer, and found that the shaft feels resistance inside the device and cannot be moved freely. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.